Event description:
Note: age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, the sheath got clogged. Visibility and flow was lost. Doctor went to cool down mode in order to pull out the scope. Because the scope was clogged the cooling was not effective, although the machine said the cooling was complete. Patient swas prescribed silvadene cream. Follow up with the physician indicated that the patient did not have a burn and that she had just a cramping in her side. Patient was listed as "ok".

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.